Manufacturer narrative:
This report will be amended when our investigation is complete. Device evaluation not yet complete.

Event description:
It is reported that the patient's hip arthroplasty, implanted in (B)(6) 2009, was revised due to elevated cobalt levels and metallosis. Corrosion was noted on the trunnion of the stem and inside the femoral head.

Manufacturer narrative:
(B)(4). Medical products - unknown femoral stem catalog#: ni lot#: ni, unknown acetabular cup catalog#: ni lot#: ni, acetabular liner catalog#: 00630505636 lot#: 6123062 this type of event is addressed in the associated risk documentation. Reported event was unable to be confirmed due to limited information received from the customer. Upon visual inspection of the returned device, black debris was noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.